Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera control unit was giving error e117 (camera control unit malfunction) while in use and when the device was restarted. The issue occurred during a therapeutic inguinal hernia procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to complete d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified because error e117 was not confirmed during inspection at the repair department, and it was confirmed that the product was working properly without any other abnormality. Olympus will continue to monitor field performance for this device.